Manufacturer narrative:
Other applicable components are: product ID 3777-45, serial# (B)(4), product type: lead; product ID 3777-45, serial# (B)(4), product type: lead; product ID 3777-45, serial# (B)(4), product type: lead. The lead (serial # (B)(4)) was returned and analysis found no anomalies with the lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a trial patient. It was reported that during the trial lead implantation procedure, high impedances of greater than 10,000 ohms were seen "moving all along the lead" and were "skipping to different contacts like it was shorting out." The high impedance issue was first seen at contact 7, then at 5 and 6, and finally at 3 and 4. Additionally, the patient was unable to feel any stimulation. A second multi-lead trialing cable (mltc) was tried, as well as a second clinician programmer (cp), but the issues continued. After using a different lead, no issued were encountered. No lead breaks had been noticed, but the healthcare provider (hcp) had possibly crimped the lead when placing it into the mltc connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.